Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc had foreign matter it was reported by customer that they identified extra material, appearing to be a piece of plastic, located at the tip of the catheter. Verbatim: rcc received a complaint via email. Email(s) attached on [redacted] at 2200 hours, rn went to insert an IV on a patient. Upon inspecting 20-gauge bd cathena peripheral IV catheter, rn identified extra material, appearing to be a piece of plastic, located at the tip of the catheter. Rn did not insert the IV. Rn removed all bd cathena 20-gauge peripheral IV catheters with that lot # (4237748) from ed [emergency department] IV carts, and med rooms-- entirely out of circulation and set equipment aside labeled in a bag. Rn promptly notified management and charge rn of discovery.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.